Manufacturer narrative:
On 03/16/2016 06:43 am (gmt-4:00) added by (B)(4): the investigation of the complaint has been completed. The replaced monitor printed circuit(pc) board was not returned for investigation despite several requests being sent. Our field service engineer(fse) confirmed the reported ¿restart ventilator¿ issue when the ventilator was powered up on-site. He concluded that the monitor pc board was defective and replaced it according to the recommendation in the service manual. The received device logs did not cover the reported ¿restart ventilator¿ event reported. When a monitor restart occurs during ventilation, and the alarm ¿restart ventilator¿ appears, the ventilator becomes unresponsive to input. However, the system still continues to ventilate with the current set parameters. Due to the absence of the displayed parameter values and ventilation curves, the user may perceive the situation as a stoppage of ventilation. Our conclusion is that the reported ¿restart ventilator¿ issue could not be confirmed during the investigation or its cause determined, since the received device logs did not cover the event and no replaced part(s) were returned.

Event description:
On 03/16/2016 06:44 am (gmt-4:00) added by (B)(4): (B)(4).

Manufacturer narrative:
(B)(4). Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that an alarm indicating "restart ventilator" constantly activates during routine testing. There was no patient involvement. (B)(4).